Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right atrial and right ventricular leads experienced muscle stimulation as well as discomfort, redness, and infection around the pocket shortly after implant. The patient was put on antibiotics to resolve the infection. The patient also experienced low blood pressure and passed out on a couple of occasions in the days following implant. This patient recently underwent a pocket revision. The pacemaker was moved sub-pectoral in an effort to alleviate some of the patient's nerve pain. The system remains in service. No additional adverse patient effects were reported.